Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, and an enterocele. The patient underwent the concurrent procedure of a right hemicolectomy the outcomes attributed to the device were erosion, urinary tract infections, dyspareunia, vaginal discharge, prolapse, and hole in vagina. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a closed endoscopic biopsy of large intestine on (B)(6) 2009. No additional information was provided.